Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak mixing pump. The device was evaluated upon receipt. The mixing pump was noted to be weak during evaluation. Serviced mixing pump as part of the 2000-hour pm. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed stated that they purchased a new ctu and the device still failed with calibration error 02. Exp: -7.0 actual: -2.9. It was determined during functional check that the device had a failing circulation pump. Biomed requested a quote for 2000-hour service. Biomed stated that his device failed calibration error 2. Biomed stated that the ctu had been given to his team by a sales rep back in 2007. The ctu was never calibrated and required calibration. They stated that he would purchase a new ctu. Part number and pricing provided. Per sample evaluation results on 06feb2024, it was reported that the arctic sun device had weak mixing pump.